Manufacturer narrative:
Continuation of d10: product ID: tm90t0; serial#: (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that 4-5 times this week, they have been seeing a red code on their handset. The patient stated that they didn't know what the code was, but it was coming up more and more often. The patient stated that it was a new issue, and that they had been having it now and then since (B)(6) 2025. The patient also stated that they ¿have to start and stop the process a few times before it will register, and if they are lucky, it will connect.¿ the patient also mentioned ¿the amounts don't ever change anymore, and they won't take more than 4 boluses, but they aren't sure if it will give them more.¿ it was noted that the patient appeared to be saying that their total boluses per day were not updating. The patient mentioned bolusing shortly before calling in. The agent attempted to clarify if the telemetry delay improved since clearing the data on (B)(6) 2025, but the patient stated ¿I charged the equipment but it said there wasn't enough charge, but it said 99% at the time - so I restarted the equipment and it was fine, but then the handset didn't have enough charge but it went fine and the communicator stopped flashing yellow and then green and then I got the dose,¿ and did not provide the answer to the original question. When the agent attempted to clarify the communicator indicator light, the patient stated, ¿just the blue flashes¿ and did not provide further information. The patient later stated, ¿the communicator indicator light has always blinked yellow, then stated 50% of the time, it does, and the other part, it doesn't, but stated they don't really pay attention to it.¿ while on the call, the patient mentioned that their handset had said both their handset and communicator battery levels were low, but there was no communicator indicator light illuminated. During the call, the patient had the myptm app open and the agent assisted the patient in re-syncing to the pump, and the patient stated, ¿it always takes a while to connect.¿ the patient stated that their handset and communicator took the same charging cord and stated it was extremely difficult to plug the cord in and take the cord out for either device. The agent reviewed considerations and agreed to replace both the handset and communicator due to the charging port issues, so a replacement handset and communicator were requested from the repair department. During the call the patient stated that they have a pump refill scheduled for tomorrow, and next week they will be having heart surgery and will be laid up for a little bit.